Event description:
Event description guidant recieved information that the implantable cardioverter defibrillator (ICD) undersensed vt which resulted in the patient falling and sustaining a head injury. The patient was transported to the hospital where another event occurred. He was externally rescued and admitted to the ccu. The r-wave measurements were noted to be fluctuating and the physician suspects a possible lead dislodgement. A nips procedure was performed during which a fault code 8 was displayed.